Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultrasafe plus¿ passive needle guard safety device separated. The following information was provided by the initial reporter: the syringe came out of the backside of the needle injector casing when the needle was attached. No ae, no occupational exposure or missed dose occurred with this product complaint.

Manufacturer narrative:
H.6 investigation summary: unconfirmed: no evidence provided.

Event description:
It was reported that the bd ultrasafe plus¿ passive needle guard safety device separated. The following information was provided by the initial reporter: the syringe came out of the backside of the needle injector casing when the needle was attached. No ae, no occupational exposure or missed dose occurred with this product complaint.